Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module not powering on was confirmed and replicated during laboratory testing. The ¿as-received¿ inspection found the device to have the manufacturer seal intact (this finding indicates the device has not been opened after leaving bd manufacturing or san diego repair center). Additionally, the inspection found the door with impact damage. Internal inspection identified a small burn mark was observed within the rear case. There was no fluid ingress observed in rear case. The motor control board was observed with a blown capacitor (c23). All inspected parts were manufactured by bd. A review of the suspect pcu error log showed no error or malfunctions relevant to the customer¿s complaint. It was observed during the review that there were no event details occurred on the reported date of 16 july 2025. The last time suspect pump module was in use was 27 february 2025. It was attached to pcu s/n (B)(6) and powered on at 07:19:24 am. At 07:59:37 am, pump module was selected and programmed an infusion with a rate of 45ml/h and a volume to be infused (vtbi) of 230ml. The infusion was started. At 08:01:35 am, pump module was selected, and the rate was modified to 30ml/h. Infusion started. At 08:04:21 am, pump module was selected, and the rate was modified to 45ml/h. Infusion started. At 08:17:56 am, pump module was selected, and the rate was modified to 30ml/h. Infusion started. At 08:46:57 am, pump module was selected, and the rate was modified to 45ml/h. Infusion started. At 08:52:43 am, pump module was paused. No more infusions were recorded on this date. Laboratory testing was performed by attaching the suspect pump module to a dchu test pcu using the left and right iui connectors, but the device did not power on. Inspection of the motor control board identified a damaged capacitor (c23) and was measured with the fluke digital multimeter and found to be shorted (open circuit). Additionally, fuse (f1) on the motor control board was measured using a digital multimeter in continuity test setting and found to have an open circuit. Damaged motor control board was temporarily replaced with a known good dchu laboratory part. The pump module was attached to dchu test pcu. Device powered on and no errors or malfunctions were observed. Suspect pump module was programmed to infuse for 16 hours and completed with no issues. The source device was still powered on at the end of the infusion and ready to be reprogrammed for additional infusions. The alaris user manual v12.1.3 stated that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of the pump module not powering on is being attributed to a defective capacitor (c23) on the motor control board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump was not able to attach to either side of pc unit, indicating potential logic board failure. There was no patient involvement.

Event description:
It was reported that the large volume pump was not able to attach to either side of pc unit, indicating potential logic board failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.